Event description:
Customer concerned that the blood glucose device is reading too high and that pt has been taking insulin based on the high results. Their family member stated the customer was taken to the emergency room but they were unsure of treatment if any. No controls were in use. A request was made for the return of the suspect device but the customer refused replacement.